Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle popped off. Tha case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that handle popped off. Tha case. Product evaluation and results: "visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit and the handle had dislocated. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was visual. Functional inspection: the handpiece motor and electronics function as intended." Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot k07u2. A review of qt16-07-0090 shows that these parts initially failed due to no characterization data. Data was loaded and the units were re-inspected on 2/14/217 and put on (B)(4) for missing documentation. This unit was accepted into inventory when missing documents were provided. The issues were not related to the complaint. Complaint history review: a review of complaints related to parts in lot number k07u2, p/n 209063 shows 01 additional complaint related to the failure in this investigation. Complaint pr: (B)(4) conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4).

Event description:
Handle popped off. Tha case.